Event description:
The clinic reported that a laser vision correction patient presented with an epithelial defect at about 6 weeks following a flap lift enhancement treatment in the right eye. The patient''s flap was lifted and the epithelial ingrowth was removed and cornea debrided. A bandage contact lens was inserted. The patient was examined at the one day post op and their uncorrected visual acuity in the right eye was 20/30. The patient was referred back to their primary eye care professional for continued care.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request field service or clinical support. All pertinent information available to amo has been submitted.